Manufacturer narrative:
(B)(4). Batch # n5793y. Device evaluation: the analysis found that one ntlc75 device was returned with no apparent damage and with a cartridge reload loaded on the device. It was noted that the cartridge deck was damaged. The cartridge reload had the swing tab in the locked position, and the proximal 31 drivers up and the remaining drivers were down with staples present. The device was tested for functionality with a test cartridge, without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. It is possible that the device was clamped over a hard object, causing the damaged to the cartridge deck. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process. Photographic analysis: the picture shows a black cartridge sr75, the cartridge partially fired, with the proximal 31 drivers up without staples, and the remaining drivers down with staples present. In addition the cartridge deck can be appreciated damaged, as if it was clamped over a hard object. Based on the photo alone the event describe is confirmed, unfortunately there is not enough evidence in the photo to determine root cause. The following information was requested, but unavailable: what type of procedure was the device used in? Please explain how the device misfired. Did the device lock out and would not fire? Did the device begin to staple and cut, but then jammed? If the device stapled, were there any staples missing from the staple line? If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Did the device cut? If the device cut, was the cut line complete? Did the device fully staple, but the cut line was not complete?

Event description:
It was reported that during an unknown procedure, the doctor reported that the device misfired. The cartridge had some dents on it. No major issues happened as they had enough length and could revise; patient was not in danger. There were no adverse consequences for the patient reported.